Event description:
It was reported that this was a bilateral suture placement in the moderately calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the device was successfully flushed prior to use in the lcfa, but there was no blood feedback from the marker lumen. The suture of a new proglide device was successfully pre-placed in the lcfa. The suture of another proglide device was also successfully pre-placed in the rcfa; however, the footplate did not completely collapse and resistance was felt during removal. The device was removed manually. The sheath was upsized to a 16f sheath and the evar procedure was completed for both access sites. Hemostasis was achieved with a pre-placed proglide suture at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported obstruction of flow and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that the device was under inserted into the vessel. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received:returned device analysis of the second proglide device ((B)(4)) identified that the guide was broken but held together by the actuator wire. Furthermore, the suture was returned in the pre-deployed position, indicating it did not achieve hemostasis in the rcfa. Attempts for follow-up with the account on when the separation occurred were unsuccessful. Follow-up with the account confirmed that an additional perclose device was used to achieve hemostasis in the rcfa. No additional information was provided.